Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be deployed after the physician depressed the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, but it was found partially deployed, partially out of the shaft, and not fully inside the shaft. When the vcd was removed, the plug was on the distal end of the device. There was no reported patient injury. The device was used per the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, access vessel tortuosity, nearby stents, stenosis greater than 50%, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been previously closed with any closure device or manual compression within the last 30 days. Hemostasis was achieved with manual pressure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was still visible when the device was removed. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be deployed after the physician depressed the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, but it was found partially deployed, partially out of the shaft, and not fully inside the shaft. When the vcd was removed, the plug was on the distal end of the device. There was no reported patient injury. The device was used per the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, access vessel tortuosity, nearby stents, stenosis greater than 50%, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been previously closed with any closure device or manual compression within the last 30 days. Hemostasis was achieved with manual pressure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was still visible when the device was removed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18338146 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) ¿ deployment difficulty- partial deployment¿ was unable to be confirmed. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.